Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The hp was connected at the time of the alarm. The technical service representative (tsr) explained the alarms and assisted the home patient (hp) with troubleshooting. The hp stated that she thought she accidentally pressed go before connecting herself. The tsr explained that the hp would need to start over with new supplies. The tsr then advised the hp to inform the nurse of what happened in the next 24 hours. The hp understood the explanations, cleared the alarms, would start over with new supplies, and agreed to call the nurse. The no patient injury or medical intervention was reported. During a follow up the hp's husband regarding the alarm, the husband stated that he did not know what caused the alarm. Per husband, there were no defects on the supplies. The husband stated that the hp did not have any injury or harm as a result of this incident. Per husband, the hp is doing fine and continuing therapy. The husband did not have the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Event description:
It was reported that while using carto 3 rmt system for an afib ablation procedure, a pericardial effusion occurred. The (B)(4) staff mentioned that the physician was trying to re-advance the ez steer thermoocool nav bi-directional catheter back into the la from ra and when met with resistance, used fluoroscopy to confirm an effusion. The effusion was also confirmed using an echo and a pericardiocentesis was performed. The patient was stable at the end of the surgery and remained in the hospital overnight for monitoring.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during the initial drain cycle was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The batch review was not performed because the lot number is unknown. The home patient (hp) stated that she thought she accidentally pressed go before connecting herself. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).